Event description:
It was reported that the patient presented in clinic for follow-up. Upon review, it was noted the right ventricular lead exhibited noise leading to noise reversions. The patient will continue to be monitored. The patient was in stable condition.